Event description:
It was reported that during a da vinci-assisted surgical procedure, the large clip applier instrument had loading issues.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. A return material authorization (RMA) was not issued for return as the there is insufficient or unconfirmed product/event information. The root cause of the customer-reported failure mode could not be determined as the product would not been returned for evaluation.an image of the instrument related to this event was received. A review of the submitted image was performed by an isi failure analysis engineer (fae). The following additional information was provided: the image shows a fenestrated bipolar forceps instrument on the left side of the screen holding a clip. The instrument on the right hand side appears to be a large clip applier instrument with its jaws open. It appears the user may be attempting to re-install the clip into the large clip applier instrument's jaws using the fenestrated bipolar forceps instrument. Additionally, in the background, there appears to be one or more ¿open¿ clips laying on tissue. From the picture alone, it cannot be confirmed whether these clips fell from the large clip applier instrument..